Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery charging indicator stayed on even when the unit ran on battery power. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 15mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to try a different power management board. The customer reported that the issue was resolved; however, the customer did not specify if the power management board is what resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.